Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Patient reported "insecure, fearful, anxious" and mentioned capsular contracture baker grade unknown on right side. The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "insecure, fearful, anxious" and mentioned capsular contracture baker grade IV on right side. Healthcare professional reported "discrete amount of fluid between implant" and calcification. Patient representative reported "presence of a lump".